Manufacturer narrative:
Reported issue of guide catheter break.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a biliary drainage procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the guide catheter stretched, and then broke. A piece of the guide catheter remained in the stent and was removed with forceps. The stent remained successfully deployed. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as good.